Event description:
It was reported via legal documentation that approximately 29 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear. The patient has reported severe pain, swelling, and instability. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: serial number item number and full description (B)(6) 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 (B)(6) 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.